Manufacturer narrative:
Motion interrupt pan was damaged and off.

Event description:
It was reported by service report that the motion interrupt pan was damaged and off. It is unk if there was pt involvement or if there are adverse consequences to report.